Event description:
It was reported that the pacemaker exhibited backup vvi behavior. No patient symptoms were reported. The device was reprogrammed successfully and the patient would continue to be followed normally.